Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead had been experiencing syncopal episodes. The patient presented to the emergency room where intermittent rv loss of capture was observed. Additionally, pacing impedance measurements were low and out of range. It was reported the patient had an underlying, low heart rate. An invasive procedure was performed. This rv lead was surgically abandoned and replaced. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.